Event description:
This report summarizes 2 malfunction events, where it was reported the brakes cannot be engaged/a false engagement of brakes. There was no patient involvement.

Manufacturer narrative:
The final device was not made available for evaluation; the reported issue was not able to be confirmed.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.   1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes cannot be engaged/a false engagement of brakes. There was no patient involvement.